Manufacturer narrative:
(B)(4). Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the holder broke during use. The trach tie came out of the holder. Patient is ventilator dependent and requires the use of a trach to breathe; therefore, an emergent tracheostomy tube change was necessary. No adverse effects to the patient were reported.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. During visual inspection, one eyelet was observed torn and the other was beginning to tear. During functional testing, tensile testing was performed to determine eyelet strength. The results confirmed that the eyelet strength met specification. The eyelet (with small tear) broke when 18.891 pounds of force was applied, which exceeds the minimum requirement of 11.24 pounds of force. A root cause for the eyelet tear could not be identified during investigation. It is presumed that the patient's device came into contact with a sharp object during product use, but was not confirmed. As a preventative measure, the instructions for use elaborated on its warning that instructs users to keep these tracheostomy tubes away from sharp edges. It now explains that velcro tube holders and tube holders with metal tabs are considered to have sharp edges and should not be used with these devices.